Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Screw stripped and kept falling out at tip of reamer handle where reamer attaches. Case type / application: tha 4.1.